Event description:
It was reported that the fill tube fell out of a 400cc mentor smooth round moderate plus profile saline breast implant during a breast surgery prior to being implanted into the patient. The surgery took an additional 15 minutes due to the malfunction of the implant and a new implant was used to complete the procedure. No reported adverse events or patient outcomes were reported.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 1.5 cm. Additionally, the valve looks normal and without anomalies. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The event described could not be confirmed as the tubing was not received, therefore, it could not be evaluated. Although no valve defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).